Event description:
Rotator cuff repair in 2002 initially following car accident in 2002. Post-operative diagnoses right rotator cuff rupture and right acromioclavicular disease. Painful shoulder reoperated six and half months later. During the operation one implant was noted to have slightly broken head and the cuff had retracted medially with a t-type or v-type shear. Broken head of implant was removed in the second operation.